Event description:
It was reported by a healthcare professional in china that during a repair of the inner canthal ligament procedure on (B)(6) 2023, it was observed that the anchor was detached from the shaft on the microfix qa+ #3/0 ocord v-4 tapercut needles w/drill bit device; and could not be assembled. During in-house engineering evaluation, it was determined that the anchor was not inserted into the device's shaft. On magnification with a microscope, it was determined that the shaft inserter tip on the device was broken. It was further determined that the anchor inserter-coupling hole was damaged and impregnated with rests of biological matter. It was further determined that the anchor showed scratches of bone surface. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated. Upon visual inspection, it was observed that the anchor is not inserted into the device's shaft. On magnification with a microscope, it was found that the shaft inserter tip is broken. The anchor inserter-coupling hole is damaged and impregnated with rests of biological matter. The anchor shows scratches of bone surface. An investigation was performed by the manufacturer with the following result: an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also pert pic-vs106 rev6 and tm-tm0091 revaw. The result of this process check is successful, none of the 9 parts were non-conformed. So, there is no need to inspect more parts of the batch nor raise a non-conformance, see the proof below. The batches have been assembled by operators trained and certified on the process validated in production. A training verification has been performed at the moment in the production where the issue could have occurred. Every employee has completed the training for the processes. Effect of having one of the suture loops was loaded with a twisted graft preparation card for product code (B)(4), has been evaluated in the wi-6474 rev y by combining probability and severity levels. 0 complaints received over 93868 parts produced since 2016. With a ratio of 0.000 % 0.02% and is ranking 1 (= improbable and negligible). This risk is acceptable. The analysis showed that the production controls implemented guarantee 100% detection of this type of problem if it was generated in neuchâtel. Multiple 100% control, guarantee that this type of defect does not occur in the manufacturing process. We can conclude that it is highly unlikely that these defects were generated during the manufacturing process. A manufacturing record evaluation was performed for the finished device 9l70669 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The customer reported a non-used device, however the visual inspection on the microscope revealed that the device was used. A possible root cause can be attributed to a bending force applied to the inserter when the anchor was going to be inserted. As per IFU; do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.